Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bag tore during laparoscopic prostatectomy and gall bladder removal. The specimen fell into the cavit y of the patient, but was then retrieved using another device. There was no patient injury.